Event description:
It was reported that following an irreversible electroporation ablation procedure using a farawave catheter the patient presented with symptoms of a transient ischemic attack (tia). No issues were observed during the procedure. The physician reported that the patient was admitted to another hospital the day after the procedure due to exhibiting transient ischemic attack (tia) symptoms. No treatments or interventions were reported, and the patient was discharged and considered fully recovered. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.